Event description:
The user alleged the suspect device memory was incorrect. They stated that they wrote down a time of 8:44 with a result of 108 mg/dl in their log book and the device memory was 7:59 and 130 mg/dl. Another test they wrote down 12:59, 130 mg/dl and the device memory was 1:21, 104 mg/dl. The device was replaced and requested to be returned for eval.